Manufacturer narrative:
Updated sections: b4, e1 (name), e2, e3, g3, g6, h2, h10

Event description:
N/a.

Manufacturer narrative:
Additional information:e1(event site postal code- (B)(6), event site state- (B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. There were variations in the temperature sensor values, and after replacing it, we conducted a running test and the problem was resolved, safety disc replaced. Equipment is in good conditions.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit overheated. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.